Manufacturer narrative:
(B)(4). This literature article and subsequent complaint was found during a recent post-market surveillance review (pms) of this device. The citation is as follows: ¿nickel-associated delayed multiple white matter lesions after stent-assisted coil embolization of intracranial unruptured aneurysm¿ hun park-ichiro nakagawa-shohei yokoyama-daisuke wajima-takeshi wada-yasushi motoyama-kimihiko kichikawa-hiroyuki nakase - journal of neurointerventional surgery - 2017. The article was accepted on 3 february 2017 and published online on (B)(6) 2017. The exact event date is not known; therefore, the event date is being reported as (B)(6) 2017. Due to the nature of the complaint, the device was not returned for analysis nor were the sterile lot number provided to conduct a lot history review. [Complaint conclusion]: the event was captured in the literature publication ¿nickel-associated delayed multiple white matter lesions after stent-assisted coil embolization of intracranial unruptured aneurysm¿ hun park-ichiro nakagawa-shohei yokoyama-daisuke wajima-takeshi wada-yasushi motoyama-kimihiko kichikawa-hiroyuki nakase - journal of neurointerventional surgery - 2017. It was reported that a (B)(6) female who presented with dizziness was introduced to the hospital. Magnetic resonance angiography (mra) showed a large right vertebral artery aneurysm. The aneurysm compressed the brainstem but edematous change was not seen on magnetic resonance imaging (MRI). Digital subtraction angiography (dsa) showed the saccular aneurysm had a wide neck with the diameter measuring 10.8 mm arising 4 mm distal to the posterior inferior cerebellar artery orifice to vertebrobasilar junction. The patient underwent stent-assisted coil embolization using an enterprise vrd 2 stent (4.0 x 23 mm). Platinum detachable coils were put into the aneurysm. Final dsa revealed total occlusion of the aneurysm. Eighteen days after the procedure, the patient presented with abducens nerve palsy, right facial palsy, dysphagia, and left-sided sensory disturbance. MRI revealed multifocal fluid-attenuated inversion recovery high-intensity lesions in the right white matter regions, including the medulla, pons, thalamus, and corpus callosum. These lesions were isointense on dwi and hyperintense on the adc map. She received medical treatment with steroid pulse therapy. Two months after the medical treatment her symptoms gradually improved, at which time follow-up MRI revealed improvement in the multifocal lesions which had disappeared 4 months after treatment. Skin patch testing for allergy including platinum, nickel, cobalt, and titanium before steroid pulse therapy showed a definite positive reaction to nickel. Three months after the treatment, dsa demonstrated complete occlusion of the aneurysm without in-stent stenosis. The catalog and lot number of the enterprise stent was not provided in the article. The enterprise vrd 2 stent remain implanted and is thus not available for evaluation. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. The study concluded that an allergic reaction to a nickel-containing stent may occur after stent-assisted coil embolization for the treatment of intracranial aneurysms. Patients should be monitored for neurologic symptoms and postoperative delayed radiologic parenchymal edematous changes associated with metal allergic reaction after nitinol stent-assisted coil embolization. Based on minimal information provided in the article as related to the event, the causes of the event cannot be conclusively determined. Allergic reaction to nitinol metal is a known adverse event that may be associated with the use of the enterprise 2 stent and is listed in the instructions for use (IFU) as such. The IFU further warns ¿persons with allergic reactions to nickel titanium (nitinol) may suffer an allergic response to this implant.¿ although no conclusion can be made regarding the relationship of the enterprise vrd 2 stent and the reported event, there is no indication that the device did not perform as intended. As part of the post- market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The event was captured in the literature publication ¿nickel-associated delayed multiple white matter lesions after stent-assisted coil embolization of intracranial unruptured aneurysm¿ hun park-ichiro nakagawa-shohei yokoyama-daisuke wajima-takeshi wada-yasushi motoyama-kimihiko kichikawa-hiroyuki nakase - journal of neurointerventional surgery - 2017. It was reported that a (B)(6) female who presented with dizziness was introduced to the hospital. Magnetic resonance angiography (mra) showed a large right vertebral artery aneurysm. The aneurysm compressed the brainstem but edematous change was not seen on magnetic resonance imaging (MRI). Digital subtraction angiography (dsa) showed the saccular aneurysm had a wide neck with the diameter measuring 10.8 mm arising 4 mm distal to the posterior inferior cerebellar artery orifice to vertebrobasilar junction. The patient underwent stent-assisted coil embolization using an enterprise vrd 2 stent (4.0 x 23 mm). Platinum detachable coils were put into the aneurysm. Final dsa revealed total occlusion of the aneurysm. Eighteen days after the procedure, the patient presented with abducens nerve palsy, right facial palsy, dysphagia, and left-sided sensory disturbance. MRI revealed multifocal fluid-attenuated inversion recovery high-intensity lesions in the right white matter regions, including the medulla, pons, thalamus, and corpus callosum. These lesions were isointense on dwi and hyperintense on the adc map. She received medical treatment with steroid pulse therapy. Two months after the medical treatment her symptoms gradually improved, at which time follow-up MRI revealed improvement in the multifocal lesions which had disappeared 4 months after treatment. Skin patch testing for allergy including platinum, nickel, cobalt, and titanium before steroid pulse therapy showed a definite positive reaction to nickel. Three months after the treatment, dsa demonstrated complete occlusion of the aneurysm without in-stent stenosis. The catalog and lot number of the enterprise stent was not provided in the article.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR is to include additional event information received on 24-jan-2021. Additional information: it was reported that a 52-year-old female patient underwent a stent assisted implantation coil embolization of an intracranial aneurysm at the right vertebral artery which included implantation of an enterprise 2 stent (enc402300 / unknown lot #) and axium, galaxy (unknown product code / unknown lot#), and target coils and during post op day 18 experienced left lower motor weakness and dizziness with multiple white matter lesions potentially due to nickel elution observed. Intervention was drip infusion of steroid. The physician's opinion regarding the causality of the adverse event was that the multiple white matter lesions were due to nickel elution. There was no evidence of a device malfunction. The patient's outcome was a mrs score of 0. On 27-jan-2021, mrn 3008114965-2021-00046 has been identified as a duplicate of mrn 1226348-2018-00551. Moving forward all additional reports will be submitted under mrn 1226348-2018-00551. Mrn 3008114965-2021-00046 will be voided. Cerenovus manufacturer's report numbers: 3008114965-2021-00047 and 1226348-2018-00550 are related to the same incident. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). This is a correction. The article and the event spreadsheet were not attached in the initial MDR. This report is to correct the error by adding the article and the spreadsheet. (B)(4).